Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed a lens with an incomplete distorted haptic adhered to the optic zone. Also, residue of what appeared to be hardened ophthalmic viscosurgical device (ovd) was observed on the lens optic zone. The lens condition is consistent with a lens that was prepared for use and was inserted and removed from the patient¿s eye. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that there was patient contact with the intraocular lens, (iol). Additionally, it was reported that the patient required a vitrectomy; however, no further information on when or why the vitrectomy was performed was provided.